Event description:
I got my breast implants on (B)(6) 2017, 7 months later I was in so much pain. My joints hurt every day, my back was killing me. I would just cry and cry from the pain. I got horrible brain fog. I was so fatigued that I would sleep my days away. I thought about suicide because I was not living my life, I was on existing.